Manufacturer narrative:
.

Event description:
It was reported that a vns patient's generator had migrated below its initial implantation site. It was reported that the patient, who was implanted in (B)(6) 2009, underwent surgery on (B)(6) 2009 to reposition and to fix the generator placement. It was reported that the generator was later replaced due to battery depletion, on (B)(6) 2013. No device malfunction was reported. No additional relevant information has been received to date.